Manufacturer narrative:
One (1) used, list # 412390406, td torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, lf lot # 85-294-sj and one (1) used cath-guard sleeve, manufacturer unknown, were received for evaluation. As received, the latex free balloon was observed to be torn. The balloon also appears to have failed while inflated with the latex free balloon material being stretched out based on similarities between balloon ruptures observed during manufacturing cycle tests. One luer lock repositioning sleeve with cath-lock contamination shield was returned with this sample along with one other contamination shield. These contamination shields were determined to be compatible with the 7 french td catheter. Three sister samples of the same lot number were provided for investigation. Each latex free balloon was visually inspected and cycle tested. All three meet product specifications. Unused st. Jude medical (sjm) fast cath introducers and sjm repositioning sleeves with cath-locks were returned from the facility. These devices were examined and it was observed that one of repositioning sleeves was packaged with the cath-lock inlet tightened down to decreased the inner diameter to 0.067", far below the outer diameter of the latex free balloon. Testing was completed on three new td torque-line catheters by inserting them through both a sjm repositioning sleeve with the inlet cath-lock tightened down to 0.067" and a fast-cath introducer as well as three other catheters inserted into sjm repositioning sleeve with the inlet cath-lock fully opened greater than 0.104" as well as a fast-cath introducer. Physical damage was observed on all three balloon inserted into the repositioning sleeve where the cath-lock was tightened to 0.067" with the inflation cycle count decreasing on the sample when compared to a control sample. One other balloon was observed to have physical damage when inserted into a fast-cath introducer. The probable cause of the balloon ruptures are due to inserting them through a mating device such as a repositioning sleeve or introducer with a smaller inner diameter than the balloon's outer diameter. This caused undue stress on a portion of the balloon as the balloon is stretched back and folds over. The device history review and relevant commodities were reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device has been received. The investigation is not complete. Concomitant medical products: st. Jude 8 fr. Catheter and st. Jude medical repositioning sleeve.

Event description:
The event involved a torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, that during cardiac catheterization the balloon ruptured. The customer reported they routinely perform a ¿balloon up¿ test shortly after it¿s taken out of the package by the fellow who pre-inflates the balloon. There was patient involvement but no serious injury/harm, no adverse event, no medical intervention required, and no delay in critical therapy. No additional information has been received.